Event description:
The screws and plate were noticed to be broken via x-ray. The implants were removed in 2006 and replaced with venture and cornerstone. The patient complained of having a hard time swallowing. The patient is doing fine.